Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have the blade broken at the base. A piece approximately 0.084" x 0.417" was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken blade do not show damage. Additionally, the instrument was placed to an in-house generator and failed the energy recognition test, an error appeared: "replace instrument." The cracked blade caused the energy recognition failure. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. Review of the provided image by a regulatory post market surveillance analyst shows no visible damage to the instrument tip. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.